Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, extra cardiac stimulation and insulation damage on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was discharged from the hospital after the procedure.